Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.

Event description:
The physician reported his patient having severe pain one day post 1st orthovisc in both knees. The physician stated the patient left the office after th injection with no issues but the next day that the patient came in and was experiencing intense pain. The knees were not were not swollen, were not warm to touch, and did not have any redness but the skin did have a discoloration. Updated (B)(6) 2014: recap of information for patient injected with orthovisc on (B)(6) 2014. First time receiving ov. A (B)(6) year old female, insulin dependent diabetic, obese. First in series of orthovisc bilateral injections, no effusion, lateral approach, non-fat pad, under patella. Examined via us prior, no excess fluid. Single ov 2 cc injection per knee. Patient complained of severe pain and came back to clinic next day, (B)(6) 2014. No other symptoms, but pain. While in clinic, heart rate decreased, went into afib and brought to emergency. Updated: (B)(6) 2014: ER at hospital has familiarity with patient and known heart issues, no afib though. No known etiology for her issues linked to ov. Physician's e-mail; "the patient was seen in ER and physician stated she has a history of low heat rate and was not on afib, he examined knee and thought she was fine to be discharged. The patient was then seen in my office on friday (B)(6) 2014, a few days later for follow up and was doing much better. Less knee pain and rom was back. Knee exam by me was negative, no swelling, discoloration resolved, rom without pain, normal ambulation."